Manufacturer narrative:
Submit date: 5/2/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a feeding tube was inserted into the lungs. A chest tube was placed in the ICU for the pneumothorax.

Manufacturer narrative:
Additional information. Medical device: model, catalog & lot number provided. An investigation was performed for the reported customer complaint: ¿the customer reported a feeding tube was inserted into the lungs. A chest tube was placed in the ICU for the pneumothorax.¿ the device history record (DHR) for lot number 1711089164 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be performed. The root cause could not be identified. The instructions for use (IFU) for the device clearly provides a warning stating that adverse events like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.